Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer explained that she had a fasting blood test and ate when returning home at around 4 or 5pm. Blood glucose level was at 207 mg/dl and it went up to 497 mg/dl at night. The customer then stated that she had a steroid shot and her blood glucose levels had been high since then. She declined troubleshooting and stated she would change the infusion set, reservoir and insulin. The insulin pump will not be returned for analysis.